Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The blower motor, sensor board and flow sensor assembly were found to be contaminated with dust. The device's blower motor, sensor board and flow sensor assembly will be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of the estimate.